Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off/no power, low battery or battery out limit alarm noted. The unit had intermittent button response due to corroded keypad traces. The numbers did not ramp on their own and no frozen display noted. The unit had a cracked display window/corner, a scratched lcd window and a broken reservoir tube lip.

Event description:
The customer reported that the number don't stop scrolling. The blood glucose reading was 114 mg/dl. Prior to the event, the patient removed the battery due to a frozen screen. The insulin pump was not exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.